Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a large hematoma was noted after this subcutaneous implantable cardioverter defibrillator (s-ICD) implant. A surgical procedure was booked. No additional adverse patient effects were reported. A successful revision occurred. No additional adverse patient effects were reported.